Event description:
Ultrasound was used to localize the basilic vein. Vein was punctured under ultrasound guidance and guidewire placed within the vein extending to the superior vena cava. Tract was dilated and a 5 french PICC catheter was floated via the sheath into the right axillary vein. Despite no difficulty in passage, the catheter was noted to be coiled. Multiple attempts to dislodge the coil including reinsertion of a guidewire were unsuccessful. Catheter became knotted. Radiologist was unsuccessful in uncoiling catheter. Surgeon was called to perform venotomy.what was the original intended procedure?PICC line insertion.device #1is this a laboratory device or laboratory test?no.